Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's black connector on patient cable would not connect to their system controller. The registered nurse (rn) confirmed the issue. The mobile power unit (mpu) was removed from service. It was also mentioned that the patient experienced replace backup battery alarms starting on (B)(6) 2026 at 22:50.